Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was conforming. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was conforming. This medwatch is being voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00949; 0001526350-2023-00950.

Event description:
It was reported that during inspection at arrival, the distributorship found the product to be nonconforming. They found the product with debris in the sterile package. The event occurred outside of surgery and there was no patient involvement. Due diligence is complete, no further information is available.